Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had experience a pain shocking sensation emanating at the back causing complete immobility. The patient went to emergency room (ER) and was given local pain medications.